Event description:
Major pump unit(s) involved: blood pump. Inflow cannula malposition since weight loss. Specific component(s) involved: inflow graft malfunction/malposition. Cannula has moved laterally. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Manufacturer narrative:
The damage found was sustained during the surgical procedure .

Event description:
It was reported that the lead was removed due to noise and a sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.